Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer had high blood glucose levels of more than 300 mg/dl. The customer reported a motor error alarm from the insulin pump during an infusion set change. The customer also reported having problems programming the insulin pump after the motor error alarm. Troubleshooting was done. The alarm history of the insulin pump also showed a couple of motor error alarms from the insulin pump. The customer was able to clear the alarm from the insulin pump. The customer reported being able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.